Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that on (B)(6) 2021, during the procedure high, out of range impendence was observed and the wire couldn't be inserted into the lead. The lead was not used and was replaced. No adverse consequences reported on the patient.